Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer pump communication error with the mobile. No harm requiring medical intervention was reported. Troubleshooting was performed; however, it was unknown whether the customer will continue use of the device or not. The product will not be returned for analysis.

Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
As per the information reported by the customer the reported issue was resolved. Hence as per the reportability decision tree the case was not reportable and not required for reporting.